Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the use of vad flow waveform monitoring for management in a pediatric patient. During pre-surgical evaluation, it was noted the patient¿s small left ventricular/chest size could cause management difficulty due to the vad pump housing size. However, outpatient management was considered superior to using a hospital-based paracorporeal vad setup. Post-operatively, vad pump speed management was difficult, as higher speeds resulted in suction events and lower speeds resulted in zero flow or reversed flow. Over the next month, vad management became easier as the patient¿s hemodynamic status and pulmonary vascular resistance improved. Three months after hospital discharge, the pediatric patient developed multiple thromboembolic ischemic strokes, triggering persistent sinus bradycardia, which resulted in further suction events. The patient was re-hospitalized and required percutaneous embolectomies and atrial pacing as interventions. Approximately six months post-implantation, the patient underwent heart transplantation. Direct inspection of the explanted heart revealed the inflow cannula filled the left ventricular cavity with an organized thrombus around the tip of the inflow cannula. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was pro vided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: waveform-guided management of implantable ventricular assist device in a small child. Journal of thoracic and cardiovascular surgery techniques (jtcvs), june 2021; 8:177-181. Doi: 10.1016/j.xjtc.2021.05.023. Pmid: 34401845 additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one pump with an unknown serial number was not returned for evaluation. Visual evidence provided in the article revealed evidence of thrombus within the device. As a result, the reported thrombus event was confirmed. The reported low flow/suction event could not be confirmed via log file analysis, as log files covering the reported event date were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at inflow cannula, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.